Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During evaluation, the wireless module flex and printed circuit board (pcb) were found burned. The device is rendered unrepairable due to this failure and will be retired from service. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, a burnt component was identified. There was no patient involvement.